Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the optic and haptic torn along with residue on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.50/2.0/095 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem